Event description:
While attempting to monitor a pt the device failed to power on. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.